Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. The information received indicated the left cylinder was not able to fill, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during a virgin implantation procedure, once the system was implanted the left cylinder failed to fill. The system was removed and attempted again; however, the issue remained. The rear tip was cut and a third attempt was made without success. A replacement device was ultimately used.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, during a virgin implantation procedure, once the system was implanted the left cylinder failed to fill. The system was removed and attempted again; however, the issue remained. The rear tip was cut and a third attempt was made without success. A replacement device was ultimately used.